Manufacturer narrative:
The serial number of the device not provided, therefore the expiration date, manufacture date and device unique identifier (UDI) are unknown. Approximate age of device- 5 years and 10 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that 3 no external power alarm was observed in the system controller. The patient recalls losing power at home however unclear if it was 3 episodes. The manufacturer¿s technical services representative reviewed the submitted log file and reported multiple no external power events. This could be caused by the power cord of the mpu coming loose at the mpu or the wall outlet. During this event the system controller¿s internal battery supplied power to the pump as designed. The patient has an mobile power unit (mpu) locking ac power cord. The patient noted a home power outage on one of the occasions. No other unusual events noted. The pump parameters and values are within normal limits. No additional information was provided.

Manufacturer narrative:
Section a1, d1, d4, g5: correction.

Manufacturer narrative:
The mobile power unit (mpu) was not returned for analysis and remains in use. Although the evaluation of the submitted system controller log file confirmed a no external power event, a specific cause for this event could not be conclusively determined through this evaluation. No external power alarms were confirmed in the review of the submitted log file. The log file contained approximately 22 days of data, spanning from (B)(6) 2018 18:46 to (B)(6) 2018 11:50, per the timestamp. The fixed speed was set to 10,000 rpm and the low speed limit was set to 9,400 rpm. A no external power/low battery hazard alarm was captured on (B)(6) 2018 22:20 while the system was powered by an mpu. The voltage levels indicated that power to the mpu was lost. Two more no external power events while the system was powered by an mpu occurred on (B)(6) 2018 05:48 and on (B)(6) 2018 04:20. The pump parameters were not affected during the incidents and the system was supported by the backup battery. Reportedly, the patient recalled losing power to their home; however, they were unsure if it occurred 3 times. The heartmate ii lvad instructions for use (IFU) and the heartmate ii patient handbook describe all alarms (visual and audible) and what action should be performed when they do occur. This includes the no external power alarm. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.